Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist, approximately 1 year, 3 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the patient was experiencing pvl. There are plans for intervention, however nothing has been scheduled at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and reviewed by edwards imagery experts and following observations were made: pvl is seen on day 1 of implant. It's subtle, but it's there. The jet is seen hugging the anterior mitral leaflet. There are no useful images to assess for pvl on post op day 1. 1 month post implant, pvl is seen in the same location. Approximately 1 year, 1 month post implant, tte shows pvl in the same location. Approximately 1 year and 3 months post implant, the tee is very clear that there is moderate pvl between the lcc and ncc with trace central leak in the same area. The valve was deployed too aortic and there was paravalvular leak. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. Therefore, a lot history review is not required. The commander delivery system with s3/s3u IFU was reviewed. Paravalvular leak is a known potential adverse event. Noted under potential adverse events, 'paravalvular leak or transvalvular leak'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on imagery review. A review of the device history, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, approximately 1 year, 3 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the patient was experiencing significant pvl at the commissure between the non-coronary cusp and the lcc with no intention of performing any intervention at this time. In addition, imagery shows high deployment as primary factors that compromised the pvl sealing. Per the instructions for use (IFU), device malposition is a potential adverse event associated with the transcatheter valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to malposition, including: improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcification in the landing zone, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, imagery review revealed the valve was deployed too aortic (100/0 or 105/-5 a/v) at the level of lcc/ncc. As such, available information suggests that improper valve positioning may have contributed to the reported event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As noted, the valve was deployed high. Deploying the valve high in the aorta does not guarantee proper sealing of valve into native annulus leading to initial paravalvular leak (pvl). This initial pvl may have worsen overtime resulting in significant pvl as noted in the complaint event. As such available information suggests that procedural factors may have contributed to the reported complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist, approximately 1 year, 3 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the patient was experiencing pvl. The patient is planned for intervention. They type of intervention remains unknown. Additional information was received via phone call from the field clinical specialist, confirming that there is no intention of performing any intervention. This is going to remain reportable due to the severity of the pvl. Proctor review was completed and pvl is seen on day 1 of implant. It's subtle, but it's there. The jet is seen hugging the anterior mitral leaflet. There are no useful images to assess for pvl on post op day 1. 1 month post implant, pvl is seen in the same location. Approximately 1 year, 1 month post implant, tte shows pvl in the same location. Approximately 1 year and 3 months post implant, the tee is very clear that there is moderate pvl between the lcc and ncc with trace central leak in the same area.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from both a medical record review and a product investigation. The following section of this report has been updated: update to b4, b5, b7, g3, g6, h2, h6, h10. Investigation is ongoing.